Event description:
The customer alleged that the unit was leaking disinfectant from underneath. It was leaking intermittently and not causing an error message. There were no reports of injuries. The asp service engineer (fse) went to the facility to assess the unit.

Manufacturer narrative:
The unit was evaluated at the customer's site. The fse noted that the machine continued to leak intermittently, approximately volume 200-250 ml of light green liquid. No eo-1(reservoir tank full) errors posted. The fse replaced the skinner valve and checked pressure and fittings.